Event description:
Pt reported reusing the same lancet for -3 months. Pt indicated that he was not aware that the lancet drum required turning to advance to a sterile lancet. Pt reportedly developed an infection at a puncture site, which he indicated had spread to his leg. Pt's subsequently sought treatment at his physician's office, where he was diagnosed with a staphylococcus aureus infection. Pt was gien antibiotics and a sulfa drug for treamtnet of the infection. [T's current condition: still undergoing treatment. Technical support requested the return of the suspect procudt and replacment product was shipped.